Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the power supply, heater board, and cables. System was tested to factory's specifications.

Event description:
Customer reported an issue with the as3000 anesthesia delivery system, which may have impacted anesthesia monitoring. No patient injury was reported.